Event description:
It was reported that the user experienced difficulty during a supply change when the pump was not connected to the mobile app and the interface did not allow proceeding at the ¿fill tubing¿ step, leading to a restart of the ilet via the mobile app and guidance through the correct setup sequence. Investigation included customer service troubleshooting and user education. Further investigation of this case revealed user setup error during the insulin delivery process rather than a device malfunction. No clinical symptoms during the event, and no reported adverse clinical effects. Outcomes included completion of the supply change after troubleshooting without medical intervention. It was concluded that the event was attributable to use error, with the device functioning as designed after proper reconnection and restart.